Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 481 mg/dl at the time of incident. The current blood glucose level is 382 mg/dl. The customer was reported reservoir barrel one on top and bottom was cracked and the location of damage was reservoir barrel. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners.